Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: when doctor was trying to operate the suture snapped in the middle. This happened to 3 sutures from the box. No patient injury reported. Second reference number: MDR#3004365956-2011-00257. Third reference number: MDR#3004365956-2011-00258.